Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when priming the piccs, fluid leaks out of the end of the PICC. The most concerning aspect is that when aspirating the PICC once inserted to determine blood return a significant amount of air is aspirated into the syringe. No other information was provided.